Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation has been completed by an orthalign engineer. The complaint is confirmed and the reference sensor behavior was reproducible by the orthalign engineer. The root cause was foun to be a software issue. The navigation unit was also tested by the orthalign engineer, but in the case of the navigation unit the behavior was not reproducible and the root cause cannot be determined. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Event description:
In the previous case the reference sensor was left on during impaction. After that the numbers seemed "off". When the surgeon tried to use the reference sensor in the next case it would not pair with the navigation unit.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation,but has not yet been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and wih an understanding of the patient harm that could be caused by device inaccuracy.